Event description:
A (B)(6) premature infant is housed in the neonatal ICU due to a cervical neck mass. The infant was receiving fluids and medications via a PICC line. The PICC line was noted to be cracked at the insertion site. The nurse also reported a hole in the line. The PICC line was removed and replaced with a new line.